Manufacturer narrative:
Upon review, this incident has previously been reported on report #8010047-2020-05520. This report has been determined to be a duplicate.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was confirmed. The lamp would not ignite due to bad power supply, the unit was tested with test power supply and functions correctly. The device was serviced and passed all functional testing. The device was returned to the user facility. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported that the spare lamp is lit on the device and main light is not igniting. There was no information provided regarding patient involvement. No additional information was provided.